Event description:
It is reported that the customer had differences between her blood glucose 300mg/dl and sensor glucose 67mg/dl. Customer stated she attempted to calibrate, but received a message to change sensor. Customer stated she received a calibration error and the insulin pump did not give her readings anymore, it stopped working. Customer turned off sensor then on and it still read calibration error, so she removed the sensor. Customer states the sensor was reading she was low, ate something then sensor still reading low. Customer checked her blood glucose and it was 300mg/dl. The blood glucose reading was 152mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.